Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump.